Event description:
Pt found unresponsive. Pt on a ventilator at the time. Tubing was disconnected from the ventilator at the hme circuit. Circuit reconnected-staff reported hearing no alarms. Alarms were noted to be on prior to the event by respiratory staff. There were 3 alarms in use at the time. One pressure alarms in use at the time. One pressure alarm internal in the ventilator, one external pressure alarm, one external volume alarm. A visual code alarm noted on the ventilator which indicated a disconnect occurred. All devices tested by biomed. Initial testing showed all alarms/equipment to be operational after repeated testing plv vent alarm did intermittently fail the audible alarm. The other two external alarming functioned properly upon testing.